Manufacturer narrative:
The manufacturer previously reported the hw power fail test step had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was being evaluated at the manufacturer service center when the test step had failed on the device. During the evaluation it was noted that an error code, internal lithium (li) ion battery was unsealed (programmable parameters are accessible) and was re-sealed by the software, occurred on the device. The service technician re-performed the failed test steps to ensure that the internal battery was involved with this issue. The test steps had passed on the device, so there was no need to replace the internal battery for this issue. In conclusion, there was part replaced or repairs made to the device to address this issue. Additionally, during the service of the device, the top plate was replaced due to be rejected in shipping. This was unrelated to the reportable issue. The device passed all final testing.

Event description:
The manufacturer received information alleging the hw power fail test step had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. Philips is currently investigating this complaint. The device has been received by the manufacturer service center and is currently awaiting evaluation. A supplemental report will be submitted as due.